Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 382 mg/dl with polydypsia associated with the buttons on the keypad being under-responsive. It was reported that the up and down arrow buttons were under-responsive and allegedly caused an under delivery of insulin. Reportedly, the patient discontinued insulin pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there were recent changes made to the patient¿s bolus settings. The reported bg excursion does not meet the criteria for a serious injury. This complaint is being reported based on the alleged keypad issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the original complaint could not be duplicated. The keypad cover was intact and all of the buttons responded normally. There was no contamination found under the button contacts when the keypad was removed. Unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.